Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, withdrawal difficulties and a shaft fracture occurred. The lesion was a very tight lesion in the calcified right coronary artery. The physician tried multiple attempts to cross the lesion with a wire before he was successful, and then an export catheter, finally succeeding with a 1.5mm catheter. The physician then attempted unsuccessfully to deploy a 4.0 x 24mm other manufacturer's stent. The physician then advanced a 4.0mm unspecified balloon and inflated it. The stent was then placed at 20 atms. The physician could not get the balloon to fully expand, so he exchanged it for a 4.0 x 16mm balloon, inflated it to 25mm to break the dogbone. The physician then advanced the 4.0 x 10 ultra2 monorail cutting balloon to another more distal lesion and inflated it to 18atms. However, the physician could not then withdraw the cutting balloon back through the stent. After several attempts, the balloon catheter fractured at the wire exit port. The patient was transferred to another facility for bypass surgery and retrieval of the 24cm of the retained cutting balloon shaft. The surgery was completed successfully and patient status was reported as "fine".